Manufacturer narrative:
Alleged failure: patient burn during shoulder arthroscopy. The account believes the light lead was running hotter than usual. This was identified by running multiple light leads post op with the same l9000 % level and assessing the heat transmitted to the patient end of the light lead. The light lead fibres were also noted to be discoloured on the patient end. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. No problem found. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4). The device manufacturer date is not known.

Event description:
It was reported that the device transmitted heat at higher levels

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device transmitted heat at higher levels.